Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the attachment position of the outer needle cannula seemed to be bonded diametrically opposite to the normal position. Because of that, the brachytherapy needle could not go into a suitable hole of the brachytemplait. The device was intended to be used for a procedure but was unable to be used. It is unknown how long the procedure was delayed, but another needle was used for the procedure.

Manufacturer narrative:
Received two photos of a brachyteraphy needle. The reported issue was confirmed as supplier related. Per visual inspection, the cannula was examined and the cannula tip was flared. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "description: an 18 gauge needle with ergonomic stylet hub, etched cannula tip, cannula centimeter markings, stylet seed markings and embossed arrow indicating tip orientation, for placement of radioactive seeds in the prostate gland. Indications: for placement of radioactive seeds in transperineal implant procedures. Directions for use: using typical facility protocol, load needle with seeds and seed spacing media. Puncture perineal skin with needle. Under ultrasonic guidance, locate needle in desired prostatic area per treatment plan. Hold stylet while pulling back on cannula to place the seeds. Remove stylet and cannula assembly. Caution: using the stylet with excessive force to manipulate lodged seeds may damage the seed. Caution: needles are not intended to penetrate bone. If resistance is encountered, verify needle position. Do not push into bone; this may cause needle to bend or break. Replace needle if cannula, or point, is damaged." (B)(4).

Event description:
It was reported that the attachment position of the outer needle cannula seemed to be bonded diametrically opposite to the normal position. Because of that, the brachytherapy needle could not go into a suitable hole of the brachytemplait. The device was intended to be used for a procedure but was unable to be used. It is unknown how long the procedure was delayed, but another needle was used for the procedure.